Event description:
Information received by medtronic indicated that the insulin pump was under delivering which lead to rise in blood glucose level. The current blood glucose level was 358 mg/dl and treated hyperglycemia with manual injections. Customer found air bubbles, performed fill tubing process and insulin exited. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.